Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, sensing values on the low voltage right ventricular lead were observed to be decreased due to a suggested lead micro-dislodgement. No intervention was performed and the patient was reported to be stable.